Event description:
The customer called because they suspected hemolysis during a drbc procedure. At about 22 minutes into the procedure, the nurse noted a "creamy-red" fluid in the return reservoir. The donation was stopped without rinseback. The donor was seen by the doctor on staff as extra security. The donor's urine was normal post-procedure, and he was healthy when he left the donation site. No medical intervention was necessary for this event. The disposable kit is unavailable to be returned for eval because it was disposed of at the customer site. This report is being filed due to potential device malfunction.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.